Event description:
It was reported that during a stroke thrombectomy procedure, the physician experienced difficulty in withdrawing the retriever (subject device) from the patient vessel. The physician tugged and removed the retriever resulting in right cavernous ica (internal carotid artery) dissection leading to vessel perforation. There was no medical intervention performed, the clot remained in the vessel and the procedure was completed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use.the risk of the reported event is a known and anticipated complication of procedure and covered in the device directions for use (dfu). Based on the information currently available, the exact cause for the reported event of difficulty to remove retriever cannot be determined, however manufacturing controls are in place to detect damage and reduce the potential for occurrence during the manufacturing process. Based on the investigation results and available information an assignable cause of anticipated procedural complication was assigned to the as reported issue of patient vessel perforation and patient vessel dissection since the issues are due to known physiological effects of the procedure and or/ patient condition noted with the direction for use, device labelling and/or risk documentation files.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a stroke thrombectomy procedure, the physician experienced difficulty in withdrawing the retriever (subject device) from the patient vessel. The physician tugged and removed the retriever resulting in right cavernous ica (internal carotid artery) dissection leading to vessel perforation. There was no medical intervention performed, the clot remained in the vessel and the procedure was completed.